Event description:
During use of the device for endoscopic saphenous vein harvesting, the user reported the quality of the vessel harvested was unsuitable for use as a coronary artery bypass graft. As a result of the damaged vessel, the user performed additional vessel harvesting on the other leg. There were no reports of adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress but not yet concluded.